Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. The device was returned with the adhesive pad attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive pad's welds. The soft cannula was observed to have been torn as the exposed portion of the soft cannula was not visible in the needle well. It could not be determined when or how this damage occurred. Upon opening the device, the unexposed portion of the soft cannula was observed to be torn. The damage sustained to the unexposed portion of the soft cannula was determined to be the subsequent result of the exposed portion of the soft cannula being torn. The cause of event could not be determined. Due to the exposed portion of the soft cannula being torn, the fluid path could not be adequately tested. Inspection of the fluid path and needle mechanism components found no evidence of any manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be conclusively determined, nor could the root cause of the reported adhesive failure be conclusively determined.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 1 and 4 hours. In addition the pod failed to adhere and reportedly fell off the infusion site (back), causing the cannula to dislodge.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.